Event description:
The following was reported to hamiton medical ag: customer replaced pressure sensor assembly around january, in may it still was having problems with preading pressures and qaw. Flow sensor calibration sequence is aborted no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4) . Pressure sensor did need to be replaced. Unit works and functions as intended.